Event description:
An anonymous customer reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. As the customer was anonymous, tandem technical support was unable to follow up with customer, or to obtain additional patient or event information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.